Event description:
Device report from synthese reports an event in germany as follows: it was reported that during surgery on (B)(6) 2023, one of the plates was not used because the screws couldn¿t find good purchase in the bone. Four screws in total were fixed. They tried with different screw sizes and even tried bending the plate to get it to a different position, but ended up using standard l-plates instead. The patient had previous surgery and brittle bone that was crumbling during this surgery. The surgery was completed with a delay of 185 minutes due to trying different screws. This report involves one unk - screws: trauma. This is report 3 of 4 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A1: patient identifier: (B)(6). D1, d2a, d2b, d3, d4, g4 - 510k: this report is for an unknown screws: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. D9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.